Event description:
The patient called alleging an error 2 message. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The technique of applying blood on the test strip was correct. The condition of the test strips was good. The patient retested using a new vial of test strips and issue was not resolved. The meter was replaced. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.